Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient was experiencing vomiting, stomach pain, and symptoms of gastroparesis. The patient¿s cgm was reading 231 mg/dl. No bg meter comparison value was reported. The patient was wearing an omnipod insulin pump, and due to the cgm inaccuracy, the patient reported the insulin pump was not able to deliver him the correct insulin doses. The patient went to the emergency room for evaluation. At the emergency room, the patient¿s cgm was reading 281 mg/dl and the patient¿s bg level by lab work was 400 mg/dl. The patient was diagnosed with dka. The patient refused to provide any further details about what medication or treatment he received during his hospitalization. The patient was discharged home after three days. The patient was ¿doing fine and okay¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid at the ER. No additional patient or event information is available.